Event description:
It has been reported to co that during the procedure, the occlusion balloon wire pulled apart, resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5mm to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician removed the dilatation balloon and inserted the stent delivery catheter and while the device was being advanced forward the physician felt some resistance, the physician continued and the occlusion balloon wire pulled apart resulting in the occlusion balloon deflating. The physician removed the occlusion balloon device and replaced it with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination revealed that the occlusion balloon wire was in two separated pieces. The occlusion balloon wire was examined closely and indicated that the extension wirehad a crimp present, and no other damage was noticed. The crimp indicates that the product was manufactured within specification. The occlusion balloon material was examined and was not damaged. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed; however the exact cause for the event is unknown.